Event description:
On 02/13/07 it was initially reported to the asp technical support that our facility was having cidex opa draining from reprocessed endoscopes on an intermittent basis. The same issue was reported to the asp technical support on 03/27/07 and 04/09/07. Over the last 2 months, we have had the machines inspected by our biomedical dept as well as an asp service technician. A clinical rep from asp was also in our facility in an attempt to identify the cause.